Event description:
The laser fiber was introduced by the surgeon into the patient via rigid scope. The surgeon was not using video, so he described to staff that when he pulled fiber in/out, it was frayed by the tip of the scope (which he described as having sharp edges). The holmium laser was used in conjunction with the fiber. The surgeon requested that the distal portion of the fiber be sent to pathology for inspection to determine if any of the laser material could be retained in the patient & cause any problems. The pathologist requested that I have the company rep inspect the specimen & give option. The specimen is approx 3-4 inch long portion of the blue laser fiber. The distal is separated approx. 1 inch in two pieces that merge into the remaining shaft: fiber shaft.